Event description:
It was reported that a patient underwent a sling procedure in 2008. The patient was discharged from the hospital on the same day, and voiding function at that time was normal. On four days later, the patient was experiencing urinary retention. The patient returned to the hospital complaining of voiding dysfunction and was found to have high residuals. The patient had a pull down of the tap procedure under general anesthesia on the next day with resolution of voiding problems. The event was resolved on the following day.

Manufacturer narrative:
Urinary retention occurred - conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.